Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 sensor emitted a signal that the received did not understand. At the time of the call, patient reported no medical intervention.